Event description:
It was reported that during a recanalization procedure in the occluded superficial femoral artery, the wire allegedly could not be passed. It was further reported that as a result the crosser was used first, and it was carefully passed through, but the tip had allegedly detached and came off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in superficial femoral artery, the tip of the catheter was allegedly detached and came off. It was further reported that there was no problem between the crosser and guidewire while inserting. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photos were provided and reviewed. The photos show the transducer handle, no anomalies were noted. One cto catheter was received for evaluation. The marker band was present. During visual evaluation, detachment was noted at the distal end. The distal tip was not returned. No functional testing could be performed. Therefore, the investigation is confirmed for the reported detachment as detachment was noted at the distal end of the catheter. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: b5, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.